Event description:
The manufacturer received information alleging smoke coming out of a simplygo device. There was no allegation of patient harm/injury. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and noticed the pca was burned. Upon review of the reported event, the service center has been instructed to return the affected component and the device to the product investigation lab (pil) for further investigation.